Event description:
It was reported that pump displayed frequent altitude alarms, and customer stated alarm occurred often and had happened on a previous day. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, after which pump resumed normal operation, and customer declined further troubleshooting but planned to call again if issue recurred.